Event description:
The hcp reported the patient experienced loss of therapy 4 days after refill. An xray was done- the results were not reported. The patient was taken to surgery where the hcp noted the "sleeve at the pump- connector is not at the right place as the sleeve at the connector is broken." The hcp revised the proximal component device at the catheter. A follow up report will be sent when additional information is received.